Event description:
A customer reported low vacuum and no aspiration. The system was switched out and the case was completed. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
A company service representative examined the system. The fluidics module plungers were replaced as a preventive measure. The system was then tested and met all product specifications. (B)(4).